Event description:
Pt had alerts for rvt-rvc, rv defib and svc impedances. Impedance measurements since alert have also remained oor. Discussed that this is an indication of a failed rvc electrode and pt should be considered unprotected until this issue is addressed. Discussed most conservative management of pt would be to admit pt until the lead is revised. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).